Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 496 mg/dl. The customer had symptoms related to their legs and treated with needles. Customer's blood glucose value was 279 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no site or insulin issues. The device settings were correct. The customer was not exposed to strong magnetic field associated with magnetic resonance imaging. The customer was advised to revert to back up plan. The pump being returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The alarm feature functioned properly. No unexpected low reservoir alarm noted. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.